Event description:
It was reported that during a rectosigmoidectomy procedure, the device did not fire. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 03/11/2009. Results/conclusions = damaged firing trigger teeth. Eval summary - the analysis results found that the 6tb45 instrument was returned in good visual condition and no reload present. The reload was received partially fired and without damage to the lockout tab. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire through a locked reload in previous firings. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgoa. A batch record review was performed and no anomalies were found during the manufacturing process.